Manufacturer narrative:
Product ID 7495-51, lot#, serial# (B)(4), implanted: 1997 (B)(6), explanted: product type extension, product ID 7435, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3487avs, lot# n22803, serial#, implanted: 2007 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient's 'leads had broken in 2007 when she had the internal neurostimulator (ins) replaced.' The patient stated that 'she knew something wasn't right because the stimulation was not covering the right area.' It was noted that the patient was 'feeling the stimulation straight down her back, through her neck and hitting both shoulders.' The patient stated that she wanted the stimulation to be more towards the right side. The patient further stated that 'the incorrect stimulation located further lead to the patient developing a knot between the shoulder blades on her back.' It was noted that the patient was told by her health care provider that the knot would not go away. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.